Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "on (B)(6) 2025, under bedside ultrasound guidance, a PICC line was inserted. After multiple adjustments for misplacement, it was impossible to reach the superior vena cava. Ultimately, the line was inserted to a length of 25 cm, with the distal end unable to be trimmed and no connector attached, resulting in an external length of 30 cm.". There was no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported " on (B)(6) 2025, under bedside ultrasound guidance, a PICC line was inserted. After multiple adjustments for misplacement, it was impossible to reach the superior vena cava. Ultimately, the line was inserted to a length of 25 cm, with the distal end unable to be trimmed and no connector attached, resulting in an external length of 30 cm." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.